Event description:
A report was received that during a trial procedure the physician accidently did a wet tap. The patient was given oral and IV antibiotics as a precaution and a blood patch was performed. The trial ended and the patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved: model: sc-4210 lot: 12144488 description: epimed coude needle the devices were not returned to bsn as they were discarded by the medical facility.